Event description:
I have been using the medtronic 670g closed loop insulin pump / continuous glucose sensor for approx 2 months. At times the system works well, but recently I have been having issues where the pump will request a blood glucose calibration (this is normal - calibration is required 2x per day) - but then the system immediately requests a simple blood glucose be taken right after the calibration. It will then loop through requests for calibration and blood glucose repeatedly, and will not ever go in to the pump's auto mode. The sensor will ultimately fail with a "change sensor" reading. In the 2 months (approx) that I have been on the pump I have had this happen to me 6 times so far. This is a very high error rate, in my opinion. Medtronic is now advising when the pump gives the blood glucose required prompt that I am to ignore the request, and wait. The amount of time to wait depends on who you talk to. I have been told to wait 15 minutes, 30 minutes, 30 to 45 minutes and then today was told to wait 1 to 1 1/2 hours before entering another blood glucose reading. I have raised concerns with the company that their device that is out in the public's hands is requesting one thing, but I am being told to ignore this and decide myself when to enter the value. This does not sound like a well tested or sound approach to advise the pt to ignore a prompt from the device, and make their own decision about when to treat. I understand the device is still new, and the company is in a learning curve, but each call I make (and I am making a lot of calls to the company) I seem to get different answers. This just cannot be sound medical practice to offer different advice to your pt depending on who you talk to. Medtronic is also advising that this newest glucose sensor (guardian 3) is much more accurate than previous models. I was previously a consumer of the dexcom continuous glucose sensor, and their sensor was much more accurate than even this newest model of the medtronic device. I have serious concerns that the pump is basing insulin delivery on sensor glucose readings from the sensor that is not close at all each and every time I do a finger stick and either just manually check my blood glucose, or calibrate. I have just recently started to record my sensor glucose reading and then my blood glucose reading to keep accurate of the disparity between the two, but unfortunately only have my memory at this point of the many disparate readings I have been having over time. I have written several strongly worded emails to the company, and have repeatedly requested someone other than a help desk customer service rep reach out to me so I can share my observations and frustrations with their device. This week I had 3 sensors go into this loop in 2 days, and requested via email to my pump trainer that a company called me within 48 hrs. Since sending that email I have had one add'l sensor go into the loop, spent the entire day yesterday outside of auto mode, and had another sensor just started the looping today, and have not received a call from the company. I have let them know that without a call from them, I would be contacting the FDA, and now am unfortunately at that point. I worry the device is actually not ready for prime time. I worry it was not adequately tested. It appears to work fine when in a very sterile and controlled environment. But when in the real world and confronted with real world situations, the device just doesn't hold up. I worry about my health and have come to not trust the device at all.